Manufacturer narrative:
(B)(6). Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the contact with the electrical interface was not good. The endoscope frequently reports errors and blackouts occurred during set-up involving an olympus xenon light source. There were no reports of patient harm.